Event description:
It was reported that dr (B)(6) struggled with the use of the 3 step eccentric dilators and the very difficult vertebral body fixation pin in the oracle retractor. The anterior bias of the channel in the current oracle retractor resulted in him have a pin skive off the anterior side of the vertebral body; thankfully without incident. He found the light source clunky and poor. There is no addtional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.